Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of high intensity mode not working was confirmed. In addition, a faulty scope socket was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the visera 4k uhd xenon light source high intensity mode is not working. The event occurred during preparation for use. During a standard service inspection of the customer returned device, a faulty scope socket was noted. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 03-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was surmised that the device could not properly detect a scope because the scope detection switch that was mounted on the output connector has malfunctioned. The cause of the defective switch could not be identified. Other incoming inspection was as follows: high intensity mode does not work. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.